Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was attempted to be performed. A 27 mm and 24 mm watchman flx laa closure device was attempted to be implanted. The patient's anatomy was deemed unsuitable for the laa closure procedure, so the procedure was aborted. There were no complications reported during the procedure and the patient was discharged home later the same day. The patient was found deceased in their home one day post procedure. The cause of death is unknown.